Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard meridian filter was implanted in below the renal veins, above the bifurcation at l2 to l3 interspace location for a patient. Approximately three years and eleven months later, computed tomography of the abdomen and pelvis without contrast revealed the filter was in the mid abdominal inferior vena cava with its superior tip at l1 vertebral level. Three filter legs had extraluminal extension beyond the inferior vena cava. All 3 of these filter legs extend greater than 3 mm beyond the wall of the inferior vena cava. One non-perforated leg comes in near proximity to the aorta. One non-perforated leg contacts the origin of the right gonadal vein. The patient reportedly experienced abdominal pain. Therefore, the investigation is confirmed for the alleged filter migration and perforation inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.